Manufacturer narrative:
E1: initial reporter is unknown g4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for posterior fixation and percutaneous vertebral body formation at t11/l1 levels. Preoperative diagnosis of this surgery was th12 ovf and primary osteoporosis for compression fracture. It was reported that after filling 4 cement delivery devices from the bkp mixer with cement, it took 12 minutes to make it stop stringy after slightly tapping and the left side of the first t11, the right side of the second l1, and the right side of the third t11 were able to fill the cement, but the left side of the fourth l1 was unable to fill because the cement was hardened. The right side of t11 could be filled up to the inside of the screw shaft, but it did not come out from the tip. Cement remained in the screw shaft on the left side of t11, so it was predicted that the cement could not be refilled again, so it was replaced with the same size. The cement was mixing again using a bkp mixer, and then it was filled with a new cement delivery device. The tip was also replaced. The cement was mixed for 30 seconds. There was a less than 60 minutes delay in the overall procedure time. There was no patient symptom reported. There were no further complications reported regarding the event. The person in charge confirmed that due to cement curing, cement cannot be injected into the left (4th) of l1. The device and cement were newly opened and cemented. Cement did not come out of the tip of the screw on the right (second) of th11, and the screw was replaced and cement was injected. Additional information was received from the manufacturer representative that the allegation for the pli10 was cement sticking was observed in the inner cylinder at the distal tip. Pli20 was only main body was returned there was no abnormality in the appearance, but cement adhering was seen in some places. Pli40 was not received by japan qa. Pli50 was cement sticking was observed in the inner cylinder at the distal tip. Pli60 was there was no abnormality in the appearance.